Event description:
Private scrub nurse received a burn to the palm of the right hand ulnar side, distal area, which later discolored and blistered. Nurse was treated with "americain" ointment. It was stated that the device had become hot.